Event description:
(B)(4). Beginning after implantation: irregular menses andmp; increases cycle pain, increased weight gain, and amp; very early menopause symptoms. From 2014: dramatic and amp; uncontrollable weight gain, chronic fever, increased menopausal symptoms, severe cycle pain, missed cycles, numbness in fingers, pain in legs, shortness of breath, racing heart, chronic fatigue.